Event description:
It was reported that the patient presented for right ventricular (rv) lead revision due to the micordislodgment and high capture threshold. The microdislodgement was confirmed via threshold testing and x-ray. The rv lead was tried to be reposition and it has appeared to be tissue in the helix. The rv lead was explanted and replaced. No patient consequences were reported.